Manufacturer narrative:
The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a follow up report will be submitted. The 510(k) # is k082590.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damage lcd and pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the seams on his onetouch ping meter are not aligned. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the patient discovered the alleged issue and it is not clear what action the patient took in response to the reported meter issue. The patient denied developing any symptoms as a result of the reported meter issue. The patient also denied receiving any form of medical intervention after the alleged issue began. During troubleshooting, the csr noted the patient was not using the subject meter for the first time and there was no misuse of the lfs product. A replacement meter was sent to the patient. Based on the information provided, this complaint is being reported because, the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient denied developing any symptoms because of the alleged meter issue. The patient also denied receiving treatment as a result of the alleged issue.